Manufacturer narrative:
Occupation: non-healthcare professional investigation evaluation: three (3) pouches were returned with lot numbers from the subject of this report, the related MDR 1037905-2019-00309, and the related MDR 1037905-2019-00310 along with three (3) complaint devices. It is unknown which device goes with which pouch, hence the devices were arbitrarily given numbers and device #3 was assigned to this report. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A complete evaluation could not be performed because the clip was not included in the return. During a functional test, the device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal position, with the tip in the maximum retroflexed position, to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used three (3) cook instinct endoscopic hemoclips. According to the end user: the first one was advanced down the endoscope channel. When opening was attempted, the clip fell off the drive wire (unknown which position it was in) [premature clip deployment] (see related MDR 1037905-2019-00309). [The device was] used in an upper endoscope. The second device was advanced down the endoscope channel, and when the clip came out the distal end of the endoscope channel there was no clip. They were looking at the end of the catheter; pulled the catheter out and the clip was found in the "toilet seat" (biopsy cap) [clip detached in endoscope] (see related MDR 1037905-2019-00310). [The device was] used in an upper endoscope. The third device was used in an endoscopic retrograde cholangiopancreatography (ercp) endoscope; the customer got it all the way down the channel and it was at a "tough angle" and when they went to open it fell off (unknown if open or closed when it fell off) [premature clip deployment] (subject of this report). [The user] completed the procedures by using additional clips. Additional information received on (B)(6) 2019: this occurred when the customer was trying to open the clips, but they could not tell the cook district manager whether the clips had opened or not (subject of this report, see related MDR 1037905-2019-00309). The prematurely deployed clip remained in the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.